Event description:
I applied the abbott freestyle libre sensor per instruction. After several hours a rash and an itch developed on my arm where the sensor was applied. This happens all the time when trying to use this product. FDA safety report ID# (B)(4).